Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent a spinal surgery. Intra-op, lower jaw of micropituitary was broken during curetting an intervertebral disk. The product came in contact with the patient. The fragment could not be removed from the patient. Patient complications were unknown. The surgeon noticed that the feeling of curetting was changed and found the breakage. Immediately after the breakage, he tried to retrieve the fragment and grab it with a punch but it was fallen during pulling out and went in the back. He decided to let it go.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.